Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the cfb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the cfb. In addition, we confirmed that the ift fluid damage, the lg cable fluid damage and perforated, the ift buckled, the control body fluid damage and corroded, the lg cable cut and leak, the ocular discolored and the ocular trim discolored; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.